Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no indication of a serious injury associated with this event. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): 09/12/2012 - reuse electrode belt (B)(4): 04/14/2015 - initial use additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (B)(4).

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient was in a rehabilitation facility at the time of the treatment event. The patient was treated two times on (B)(6) 2015 at 2:55:22 and 3:00:20. Motion artifact and tactile artifact contributed to the false detections. A review of the downloaded data indicates that the response buttons were not pressed during the event. The patient remained in the rehabilitation center after the event and continued to wear the lifevest.

Manufacturer narrative:
Device evaluation: electrode belt sn (B)(4) was returned for evaluation on (B)(6) 2015. Upon evaluation, the rear 1 wire therapy electrode (te) did not deploy gel from one blister out of ten. An internal corrective action was initiated. Per ansi/aami df80, two tes have sufficient surface area for adult external defibrillation. In this event, two of the three tes deployed gel. The impedance reading was 49 ohms for the first treatment and 41 ohms for the second treatment. Those values are within normal range. Manufacturing engineering evaluation concluded that the gas generator was verified to have been activated (open). The surlyn seal adjacent to blister #6 was delaminated resulting in loss of pressure. Explanation: there was no death or device malfunction associated with the inappropriate defibrillation event. There is no indication of a serious injury associated with this event. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4): 09/12/2012 - reuse. Electrode belt sn (B)(4): 04/14/2015 - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient was in a rehabilitation facility at the time of the treatment event. The patient was treated two times on (B)(6) 2015 at 2:55:22 and 3:00:20. Motion artifact and tactile artifact contributed to the false detections. A review of the downloaded data indicates that the response buttons were not pressed during the event. The patient remained in the (B)(4) center after the event and continued to wear the lifevest.